Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated oversensing associated with the right ventricular lead. Eight nst episodes with v-v intervals less than 220 ms from (B)(6) 2016. V-sics since last session 6.1 days ago. Lead failure predictor triggered on (B)(6) 2016 and (B)(6) 2016 minimum right ventricular pace impedance at 323 ohms through (B)(6) 2016, drops to 171 ohms the week of (B)(6) 2016, then returns to prior levels. Concomitant medical product: 407652 lead, implanted: (B)(6) 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing, short v-v intervals, and high rate non-sustained episodes. They could not replicate oversensing with pocket manipulations and isometrics. It was also noted that warnings had triggered due to impedance variations with some low impedance measurements. Reprogramming was performed initially and, subsequently, partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.